Manufacturer narrative:
(B)(4). Investigation-: the stiffened cannula coaxial catheter component of the micropuncture access set was returned with the inner catheter inserted into the outer catheter. The outer catheter tubing had separated 5.9 cm from the proximal end. At the separation site, the tubing material was jagged. Also, two holes were observed in the outer catheter 3.8 cm and 4.0 cm from the proximal end, and the inner catheter was bent 7.1 cm from the proximal end. A review of the complaint history, device history record, IFU, quality control and visual inspection of the returned device was conducted. No events related to the reported issue were found during a review of related manufacturing or quality records. Review of the associated device history record did not identify non-conformances that may be related to this reported incident. The reported event regarding the patient's anatomy being calcified is consistent is consistent with the observed damage to the outer catheter. It is feasible to suggest that the patient's calcification caused the tubing material to tear, which then led to material separation.

Event description:
As reported to customer relations the micropuncture transitionless stiffened cannula access set device was inserted into the patient's very calcified groin. One inch of the dilator sheared off in the patient. The physician was unable to retrieve the sheared off piece endovascularly. A vascular surgeon was called in and the sheared off piece was surgically removed. The procedure was completed and the patient was unharmed. Additional information received on (B)(6) 2017, the user facility reported event wasn't a device malfunction but due to the patients anatomy which was reportedly very calcified. No additional information has been received.